Event description:
It was reported to nova biomedical that a consumer experienced a trip to the emergency room thinking his blood sugar result was high. When the consumer arrived at the emergency room the nurse tested the consumer getting a result of 128 mg/dl on their hosp meter. The consumer tested herself using the nova max meter getting a result of 146 mg/dl. The consumer alleges having control tested his test strips when they were opened; however, cannot recall what the result was at that time. During the call to customer support, it was revealed that the consumer used expired control solution on her test strips to determine their integrity and accuracy. The consumer was educated on these directions for use at the time of call. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.